Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 195 mg/dl. She retested using her contour meter and received a reading of 105 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and received a result of 168 mg/dl. The normal control range was 98-125 mg/dl. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.